Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was high impedance on the right atrial (ra) lead. Lead fracture was assumed since the high impedance was in both bipolar and unipolar. The lead remains in use and a revision is planned. No patient complications have been reported as a result of this event.